Event description:
Two staff members were transferring client from the bed to a chair. The sling was set in place and attached to the ceiling lift 4 point spreader bar. When lifting the client up at approximately 12 inches off the bed, the ring pin came off the pin and the spreader bar dropped, from the strap. Client dropped safely to the bed with no injuries. (B)(4).